Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer reported that he had a bent cannula on his infusion set. The customer's blood glucose was 449 mg/dl at the time of the incident. The customer's blood glucose was 151 mg/dl at the time of the call. The customer stated that his blood glucose reached over 600 mg/dl. The date of the hospitalization was (B)(6) 2016. The customer stated that he was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.